Manufacturer narrative:
Investigation pending.

Event description:
On 6/5/2007 a distributor of abbott spine product reported that the ends of the driver were starting to bend and causing the screws not to seat. There was no surgical delay or injury reported.